Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn. It was reported that the ins was not working, and the patient thinks they need a new battery. The patient still has pain in his legs, but he takes pain medicine for them. The patient was redirected to their healthcare provider to assess the ins. No further complications were reported/anticipated.